Manufacturer narrative:
The MFR's service rep spoke with the customer over the phone. The collimator iris was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system was not satisfying minimum acceptability criteria because the x-ray field was not in specification. The collimator iris was also out of range. No pt injury was reported.